Manufacturer narrative:
(B)(4).

Event description:
It was reported that hv lead issue was noted when the device delivered therapy for rhythm falling into the vf zone. When the shock was delivered the dynamictx algorithm detected a high current drain due to low hv lead impedance. After the shock failed the rhythm converted and the patient experienced a return to sinus. The physician elected to keep the lead in service with the svc coil turned off. The patient has also been referred for a heart transplant.